Event description:
This case is cross referred with cases (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency was unable to bend, move knee, unable to put any pressure on the knee and a lot of pain in the right knee. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, once (batch/lot number: 7rsl021 and expiration date, dose and indication: not provided) in both knees. On an unknown date in 2017, after unknown latency, patient was having a lot of pain in the right knee, unable to bend, move or put any pressure on the knee. The left knee was manageable. The pa instructed the patient to use ice, elevate, and use non-steroidal anti-inflammatory drugs (nsaids) and to call back if it did not resolve. Corrective treatment: ice, elevation, nsaids (unspecified) for unable to bend, move knee, unable to put any pressure on the knee and a lot of pain in the right knee outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced being having a lot of pain in the right knee, unable to bend, move or put any pressure on the knee after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.